Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected, with a fill estimate issue indicating only 14 units instead of the expected 65 units. There was no adverse impact to the customer's blood glucose level. The customer received guidance to use room temperature insulin for filling the cartridge and acknowledged this information but declined to load a new cartridge, choosing instead to continue using the current one and follow up if necessary.